Event description:
It was reported that, during a shoulder arthroscopy, the healicoil broke off. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5mm healicoil pk sa assembly, intended for use in treatment was returned for evaluation. Only the inserter was returned. Visual assessment of the inserter showed the distal tip has broken at the weldment. Examination of the weld showed there was sufficient weld penetration to each component. The inserter shaft is bent. The condition of the device indicates that excessive force was placed on the device during use. Per the device instructions for use under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacture of the device can be established.